Manufacturer narrative:
The device was received for evaluation. During visual inspection, grey particulate matter was observed in the vial. The device was removed from the drug vial to perform an evaluation on the needle. The needle showed no morphology that would contribute to fragmentation. The reported condition was verified; however, the cause of the condition could not be determined. A nonconformance has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that coring occurred during use of a vial-mate adapter. This occurred when attaching the device to a non-baxter vial of vancomycin. There was no patient involvement. No additional information is available.